Event description:
The customer reported obtaining erratic patient results for sodium and potassium on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the reagent syringe and the buffer valves to resolve the issue. The fse performed cleaning of the reference electrode, calibrated the analyzer, and ran quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).